Event description:
Unable to eat [unable to eat] feeling of taste disorder [taste disorder] the oral cavity turned completely white [white film in mouth]. Case description: on (B)(6) 2025 a spontaneous case was reported in japan by a dentist. On (B)(6) 2025, new information was received for this case. The report concerns a 70s elderly female patient. The patient received new poligrip precision nozzle additive free (carna+polma cream) for denture wearer (usage period: 1 day, application amount: about 2 pachinko balls). No concomitant medications were reported. After using a sample of poligrip precision nozzle, the patient felt taste disorder and visited an otolaryngology department. The patient was unable to eat, which led to hospitalization. The picture of oral cavity at the otolaryngology was completely white. At the end of (B)(6) 2025, after an unknown time of starting new poligrip precision nozzle additive free, the patient was hospitalized due to feeling of taste disorder (pt: taste disorder). At the end of (B)(6) 2025, the patient experienced non-serious the oral cavity turned completely white (pt: coating in mouth). The patient is currently taking zinc medication as prescribed. The patient used to buy and use post-market products (tough grip). The patient is not using poligrip currently. At the next appointment on (B)(6) 2025, the reporter will ask the patient how long the patient has been using poligrip and how much to apply. When the patient came to the hospital on (B)(6) 2025 and had not said anything about oral cavity. The next visit is scheduled on (B)(6) 2025. They have promised to have a hearing with the patient. (B)(6) 2025, it was confirmed that the outcome of feeling of taste disorder was not recovered (no worsening trend). (B)(6) 2025, the patient came to the hospital alone with no problems walking. On (B)(6) 2025, today's checkup revealed nothing abnormal. At an unknown date, the outcome of the event the oral cavity turned completely white was recovered. Pregnancy: no, breastfeeding: no. The patient's relevant medical history includes: denture wearer (ongoing). Drug history was reported: tough grip. Relevant laboratory values: unknown date - oral cavity examination (oral cavity examination): no abnormality. On (B)(6) 2025, oral cavity examination (oral cavity examination): no abnormality. The reporter provided the following comment: on (B)(6) 2025, seriousness: serious, causality: unknown. On (B)(6) 2025, because the causal relationship is unclear about taste disorder, they said they would not be asking about what happened afterwards. The action taken: for new poligrip precision nozzle additive-free was drug withdrawn. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. On (B)(6) 2025, the following update has been provided - reporter added, narrative updated. On (B)(6) 2025, the following update has been provided - reporter added, outcome and causality of the event taste disorder updated, dechallenge of all events updated, outcome of the event feeding disorder and coating in mouth updated, narrative updated, dosage text updated, drug history added, test results added, single use updated, medical history text removed, follow-up possible and follow-up reason updated, the event: feeding disorder deleted, device code updated.

Manufacturer narrative:
Veeva case: (B)(4).

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Unable to eat [unable to eat] feeling of taste disorder [taste disorder] the oral cavity turned completely white [white film in mouth]. Case description: on (B)(6) 2025 a spontaneous case was reported in japan by a dentist. On (B)(6) 2025, new information was received for this case. The report concerns a 70s elderly female patient. The patient received new poligrip precision nozzle additive free (carna+polma cream) for denture wearer. No concomitant medications were reported. After using a sample of poligrip precision nozzle, the patient felt taste disorder and visited an otolaryngology department. The patient was unable to eat, which led to hospitalization. The picture of oral cavity at the otolaryngology was completely white. At the end of (B)(6) 2025, after an unknown time of starting new poligrip precision nozzle additive free, the patient was hospitalized due to unable to eat (pt: feeding disorder) and feeling of taste disorder (pt: taste disorder). At the end of (B)(6) 2025, the patient experienced non-serious the oral cavity turned completely white (pt: coating in mouth). The outcome of all events was unknown. The patient is currently taking zinc medication as prescribed. At the next appointment on (B)(6) 2025, the reporter will ask the patient how long the patient has been using poligrip and how much to apply. The patient used to buy and use post-market products. The patient is not using poligrip currently. When the patient came to the clinic on (B)(6) 2025, the patient did not say anything about oral cavity. The next visit is scheduled on (B)(6) 2025. They promise to ask the patient. Pregnancy: no, breastfeeding: no. The patient's relevant medical history includes: denture wearer (ongoing). No drug history was reported. Relevant laboratory values: unknown date - oral cavity examination (oral cavity examination): no abnormality. The reporter provided the following comment: on (B)(6) 2025, seriousness: serious, causality: unknown. The action taken: for new poligrip precision nozzle additive-free was drug withdrawn. On (B)(6) 2025, the following update has been provided - reporter updated, narrative updated. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Unable to eat [unable to eat] , feeling of taste disorder [taste disorder] , the oral cavity turned completely white [white film in mouth]. Case description: on (B)(6) 2025 a spontaneous case was reported in japan by a dentist. The report concerns a 70s elderly female patient. The patient received new poligrip precision nozzle additive free (carna+polma cream) for denture wearer. No concomitant medications were reported. After using a sample of poligrip precision nozzle, the patient felt taste disorder and visited an otolaryngology department. The patient was unable to eat, which led to hospitalization. The picture of oral cavity at the otolaryngology was completely white. At the end of (B)(6) 2025, after an unknown time of starting new poligrip precision nozzle additive free, the patient was hospitalized due to unable to eat (pt: feeding disorder) and feeling of taste disorder (pt: taste disorder). At the end of (B)(6) 2025, the patient experienced non-serious the oral cavity turned completely white (pt: coating in mouth). The outcome of all events was unknown. The patient is currently taking zinc medication as prescribed. At the next appointment on (B)(6) 2025, the reporter will ask the patient how long the patient has been using poligrip and how much to apply. The patient used to buy and use post-market products. The patient is not using poligrip currently. Pregnancy: no, breastfeeding: no. The patient's relevant medical history includes: denture wearer (ongoing). No drug history was reported. Relevant laboratory values: unknown date - oral cavity examination (oral cavity examination): no abnormality. The reporter provided the following comment: on (B)(6) 2025, seriousness: serious, causality: unknown. The action taken: for new poligrip precision nozzle additive-free was drug withdrawn. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.